Event description:
It was reported by a neurologist that a vns patient's generator had migrated and was resting in the neck region. The patient also complained of pain at the incision site on her chest and neck where the generator had moved. The neurologist also suspected infection and elected to leave the vns device turned off. Patient was referred to ER for evaluation. Further follow up with patient's neurologist have been unsuccessful to date. Further follow up with patient's implanting surgeon revealed that patient reported to him about pain at the incision and possible infection at the generator site while he was on vacation on (B)(6) 2010. The neurosurgeon's colleague examined the patient but didn't see any migration or leakage. After the neurosurgeon came back from vacation, he examined the patient twice and noticed that the incision was opened about 4mm. He suspected patient manipulation even though patient denied it. There was also a small leakage from the generator site and the surgeon contributed it to the serum from sub-fascia. As a precautionary measurement, he prescribed antibiotics and pain medications. No cultures were taken from the wound site by the neurosurgeon. The surgeon saw the patient on (B)(6) 2011 and reported to the manufacturer that the device had not moved and there is no infection. He also mentioned that he used non-absorbable sutures to fixate the device to fascia. Good faith attempts to obtain generator and lead product information have been unsuccessful to date.